Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer performed their own troubleshooting prior to contacting tandem technical support (cts) and insulin was not observed exiting the infusion or cartridge tubing during the load fill tubing sequence. The customer performed multiple cartridge changes and insulin continued not to be observed exiting the cartridge tubing. The customer reported manual injections would be used for insulin therapy.